Event description:
It was reported that nexiva leaked at the septum. It was brought to our attention this morning that one of the 20g nexiva cath IV was leaking from the access port when connected to a patient. We pulled the affected lot from the floor and storeroom. Please advise further instructions or actions to be taken. Additional information 5/5/2026: what was the impact to the patient or hcp? The patient had to re-poked x2 to establish new access any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.